Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty aspirating the catheter is inconclusive due to the state of the returned sample. One photograph of a dual lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed a powerpicc in a clear bag. No damage was observed on the sample in the returned photograph. No use residue was observed in the returned photograph. The clamps were observed to be open. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after catheter insertion, the plunger could not be retracted properly. Additional information received 8/24/2025: catheter may have been blocked, which prevented the ligature, although this has not been confirmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter aspiration is inconclusive because clinical conditions are unknown. One 5 fr d/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed little blood residues throughout the device. No kinks were observed along the catheter shaft. A functional test of attempting to aspirate water through each lumen using a 12 ml syringe revealed each lumen aspirated as intended without any observable resistance. A functional test of attempting to infuse water into each lumen using a 12 ml syringe revealed each lumen was patent to infusion. A microscopic observation of the returned catheter showed nothing remarkable or significant throughout the catheter shaft. Because exact clinical conditions could not be replicated and the failure could not be replicated, the complaint of difficulty aspirating the catheter is inconclusive at this time. Possible contributing factors to the claimed failure may include catheter insertion techniques, maintenance, or catheter location. Kinking of the catheter may have occurred during use of the product without obvious evidence of catheter kinks during microscopic observations of the returned device. This complaint will be recorded for future trending and monitoring purposes.